Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device would not rotate. The device was being used during surgery. No injuries wer reported. It is unk if medical intervention or a delay in surgery occurred. There was no additional info provided.